Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that the patient was going to have a pocket revision they stated that the patient's provider believed that with the fall, the patient bruised their pelvic bone and they were going to move the battery up a little. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported the patient¿s weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. It was reported that 3 weeks ago the patient fell and hit their implantable neurostimulator (ins) on the toilet. It was mentioned that since then, the patient feels ¿pins and needle¿ sensation at their pocket site. It was also noted that the patient lost stimulation for their legs and toes. The patient doesn't turn stimulation on because they only feel the ¿pins and needles¿ when the stimulation is on. An x-ray was taken, and did not show lead movement. The rep also ran impedances at various body positions, and they were between 700-800 ohms. The rep stated that when the patient¿s therapy is off, they feel tenderness and pain at their implant site. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.